Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Patient's bg at time of incident: between 190 to 200 mg/dl. Customer was able to complete pump rewind and the alarm was cleared successfully. Customer states the type of battery in use was (B)(6) alkaline. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump was received with power error due to connector resistance issue. Unexpected battery power loss not found during testing. Insulin pump passed the displacement test, sleep current test and active current test